Manufacturer narrative:
(B)(4). The device history record for the returned lot number, aa4160n22 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample was returned. The tube has a tear beginning at 3mm below the neck of the molded head, continuing a distance of 1.7cm. The tear occurs in the jejunal feed lumen. The tear has a slight "c" shape. The edges of the tear appeared smooth. The internal septum between the gastric and jejunal lumens was not damaged. Feeding was simulated through both the gastric and jejunal ports. When feeding through the gastric port, the water exited the gastric skives. When feeding through the jejunal port, the water exited through the tear in the tubing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the transjejunal feeding tube initially placed on (B)(6) 2015 developed a tear down the jejunal portion of the tube. The transjejunal tube was replaced without further incident. No patient injury reported.